Event description:
The customer reported the touch screen is non-responsive; parameter changes are difficult to set, numbers are jittery, unstable. The customer reported patient involvement is unknown and there was no patient harm.